Manufacturer narrative:
Summary: involved waveone gold primary file 25mm that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1703321). Root causes are not identified. We will track this kind of event and monitor the trend. The outcome of this event has been requested 3xs and is still unknown as of this MDR. Any results received will be submitted as it becomes available.

Manufacturer narrative:
Additional information received as to the outcome and treatment. The endo specialist was unable to remove the broken part from the tooth. The specialist managed to fill the canal past the broken file. The broken part was incorporated into the filling. This follow up report it to report the additional information received.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm broke during use. The broken part remains in the root canal. Patient referred to endo specialist. Outcome is unknown as of this MDR. Further information requested.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.